Manufacturer narrative:
This MDR should be considered cancelled. This report is a duplicate of MDR MFR report number: 1119779-2021-00490.

Event description:
It was reported while using bd max¿ instrument, with bd sars-cov-2 reagents a false positive result was obtained. Testing was repeated and the result was negative. There was no reported patient impact. Eua# (B)(4)

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/ 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ instrument, with bd sars-cov-2 reagents a false positive result was obtained. Testing was repeated and the result was negative. There was no reported patient impact. Eua#: (B)(4).